Event description:
It was reported that during the attempted lead placement, the lead was unable to stay in place due to having multiple dislodgements, and the screw was bent during the lead dislodgement. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was received with the helix extended, bent.